Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer stated that it was instructed to clean the light sources with a lint free cloth on the socket. Tac stated that this is not an acceptable practice and customer was advised not to perform that anymore. Tac explained that the fingers and the socket can be damaged. In addition, during the call, customer conveyed that they have some staff that are inserting and removing scopes without power cycling equipment. Customer will let their staff know that is unacceptable and should be power cycled every time. Customer also stated they use a steris 1e system for reprocessing. Tac then did state to customer that olympus has seen in the repair loaners of chemically induced damaged by the steris systems especially the v pro. Customer then stated that they now use a third party repair company rather than olympus which they did in the past. Tac cautioned customer about that and provided customer supporting documentation to switch back to olympus for repairs. Based on information gathered and provided to tac, the reported issue most probable cause could be due to users handling and or maintenance issue. At this time tac recommendation would be to switch back to olympus for repairs and get the scope sent for evaluation. To date, customer has not yet returned the device for evaluation. This report will be supplemented accordingly following investigations.

Event description:
An error b30 and e216 error messages were reported on the device. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is assumed that there was an abnormality in the scope and an error occurred. Since user used a third party for the repairs of their scope , there may be a problem with the repair method of the third party service. Error b30, e216 is an error related to the failure of scope communication, and e204 is an error related to the failure of focus function, both of which may be caused by the failure of scope. Olympus will continue to monitor complaints for this device.